Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission. Further information was requested but not received.

Event description:
During a pulmonary vein isolation procedure, blood clots were observed twice on the catheter following completion of right pulmonary vein (rpv) and the left pulmonary vein (lpv) isolation in smooth tissue with point by point lesions. The catheter was used for approximately 20 minutes for the rpv ablation, another 40 minutes for the lpv ablation and another 20 minutes for the cti ablation. The blood clot was removed with a cloth each time and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d10, g4, h2, h3, h6. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Two image was also submitted. The images submitted with the returned device appear to show a blood-like substance on the tip electrode and extending onto the catheter shaft; however, no anomalies were noted at the distal end of the returned device. Electrode 1 and the tip thermocouple met specifications during electrical testing. In addition, the device met specifications during temperature testing, flow rate testing, and leak testing. The ensite case study was reviewed. The time stamps of the ablation events, the labels of the ablation events, and the tc2 temperature information from the log files indicate that the catheter was removed from the patient during rpv ablation, following rpv ablation, and following lpv ablation. The ablation event prior to the patient removal during rpv ablation reached a maximum temperature of 45°c and was 37 seconds long at a power of 40w. A rise in impedance was also noted during this ablation event. No anomalies were noted during the final ablation events of rpv or lpv ablation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported blood clots remain unknown.